Event description:
Falsely elevated troponin I results were obtained on three patient samples. The elevated results were reported to the physician. The samples were re-run after maintenance steps and lower troponin I results were obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is malfunction of the hm. A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account and performed maintenance to the cell wash cap and tubing system. The instrument is performing within specifications. No further evaluation of the device is required